Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-03329. The patient received a scs system on (B)(6) 2011 with 2 extensions (from two different lots). It was reported that one of the terminal ends of the patient's lead was partially disconnected from the extension and subsequently lost her left side stimulation. A revision was performed on (B)(6) 2011 and stimulation was captured postoperative. No further information is available at this time.